Event description:
It was reported that the right ventricular (rv) lead had triggered a patient alert due to high rv pacing impedance and high rv pacing thresholds. A possible lead fracture could not be ruled out. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: tdc101309v - the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d354drg, implantable cardioverter defibrillator, (B)(6) 2011; 5554, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was rising. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. The maximum ventricular pace impedance rose from an approximately baseline of 650 ohm the week ending (B)(6) 2013 to greater than 2500 ohm the week ending (B)(6) 2013.